Event description:
The reported feedback suggests that there is a leakage. Customer that ¿bleeding¿ was noticed at the joint between the connector and the catheter. The nurse checked and found that the joint was loose and replaced with new connector. Subsequently, a day after the replacement of the new connector, it was noticed that while the connector was used for blood transfusion treatment, leakage happened at the connector with tube joint.

Manufacturer narrative:
Two mp1000 china samples from lot 16018065 were received for investigation. One in sealed packaging and one without packaging with residual blood present on the casing (appendix 1). Further information provided by the customer indicates that the leakage was observed due to a loose connection with the connecting product. The connecting product was not returned to assist the investigation. A visual inspection did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Pressure testing of the sample received without packaging did not identify any leakage from the connection of the maxplus and a definitive root cause could not be determined. Furthermore pressure testing of the sample received in sealed packaging did not identify any leakage throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 16018065 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the maxplus device over the past 12 months.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that there is a leakage. Customer that ¿bleeding¿ was noticed at the joint between the connector and the catheter. The nurse checked and found that the joint was loose and replaced with new connector. Subsequently, a day after the replacement of the new connector, it was noticed that while the connector was used for blood transfusion treatment, leakage happened at the connector with tube joint.